Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm issue and arranged for a replacement pump to be sent while also providing instructions for returning the problematic pump and placing it in storage mode. The customer understood and acknowledged these steps.